Manufacturer narrative:
(B)(4). The actual sample was returned and evaluated. Visual inspection confirmed that the female connectors and caps on the sampling system had been fractured at the base. Magnifying inspection confirmed that the fracture sites had a smooth surface indicating that the actual device was exposed to an instantaneous force resulting in the fractures. Electron microscopic inspection of undamaged portions around the fracture sites confirmed there were no anomalies including any presence of adhesive solvent, embedded foreign particles or any entrapped air bubbles which would cause the fractures. A review of the device history record of the involved product code and lot number combination confirmed there were no indications of production-related anomalies. A search of the complaint file did not find any other report with the involved product code and lot number. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description and appearance of the returned sample along with confirmation by simulation testing of a current production run sample are most consistent with the capiox rx25 oxygenator being exposed to an instantaneous shock force. There is no evidence that the reported damage was related to a preexisting device defect or malfunction. The device labeling does address the potential for such an event in the precautions section of the instructions-for-use by statements including: "inspect the device and package carefully. Do not use if the package and/or device is damaged, or if caps are not in place." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported that, upon removing the capiox rx25 oxygenator from its original packaging, the caps and ports were broken. Therefore, the device was not used and no patient involvement occurred.